Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was wet and the screen went off, did not came on. Customer inserted new battery but it was blinking and beeping. Customer stated that the insulin pump battery compartment was cracked. Customer was performed self test and it did not passed. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.